Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted lap colon procedure, the first device cut but did not staple. They got a new device and it fired the first and second reload fine. On the third reload, the cartridge spit out of the device and fell into the pt. They retrieved the cartridge. A third device was used to complete the procedure. There was no pt consequence.